Event description:
The unit was inserted and the clinician attempted to flush the catheter, the flush was unsuccessful. Upon further inspection, the clinician found that the needle was inside the catheter. The unit was removed and another unit was placed.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.